Manufacturer narrative:
This report is submitted on 2 june 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head injury. The device was explanted on (B)(6) 2020 and the patient was re-implant with a new device during the same surgery.

Manufacturer narrative:
This report is submitted 19 august 2020. Attachment: [163542-device analysis report.pdf].